Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result log files were reviewed. The run involving 1 sid was reported as discrepant (sid (B)(6) and blank 2) was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The run involving 1 sid was reported as discrepant (sid (B)(6) was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Plate mapping analysis determined that water blank 2 was adjacent to a positive patient sample. This patient sample was not reported for discrepant results, however due to the positive water blank 2, environmental contamination and/or potential amp plate carryover risk cannot be ruled out as a positive water sample could indicate contamination. No patient samples were affected by this observation. Plate mapping analysis also determined that there was no potential amp plate carryover risk for the additional patient sample, sid (B)(6), reported in this ticket. The assay software was performing as expected. There was no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521106 was performing outside of established design performance specifications according to the amplification curve analysis. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521106 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found. The review did not identify any issues which could have resulted in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any existing quality records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521106 and respective components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521106. Complaint history review: a lot specific complaint history review was performed to identify complaints related to the tickets investigated, which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 521106. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521106 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted. This report is linked to 3005248192-2021-00300.

Event description:
Customer reported false positive results on the alinity m sars cov-2 assay across two alinity m system serial numbers in their laboratory. After water blank samples tested positive, the customer questioned 19 samples which had previously generated positive results. The customer only had 14 of the 19 samples available for retest. 11 of the samples generated positive results; however, 3 samples generated not detected results upon repeat across 2 alinity m system serial numbers in the customer's laboratory. The false positive results were not reported outside the lab. There was no impact to patient management.